Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was 1470 mg/dl and the customer was admitted to the hospital. Customer alleged the event was caused by the pump/supplies. Customer declined to provide further information regarding the event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.